Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection the main coil was found to be broken/fractured off the coil delivery wire and not returned. Functional testing was unable to perform as the coil was found to be broken/fractured. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event could not be confirmed; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The device was analyzed and the main coil was found to be broken off the coil delivery wire and not returned. The coil delivery wire was found to be intact. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. Therefore, an assignable cause of procedural factors will be assigned to the reported event of coil in catheter friction and to the analyzed defect of the main coil broken/fractured during use.

Event description:
The coil (subject device) was returned for analysis and was examined. During device investigation and analysis, it was discovered that the coil (subject device) main coil was found to be broken/fractured during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.